Event description:
On (B)(6) 2011, the patient reported the adhesive the infusion set headset would become wet and would come off of her skin. She stated she also sweats and this may be the reason the headset fell off. She also reported experiencing elevated blood glucose of 200 mg/dl for 3 months. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. The patient was sent sample infusion sets. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.